Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/ perforation fallopian tube three coils were implanted total out of the two in my right one perforated my right tube.") In a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problem with implanting second coil and three coils were implanted total one in the left tube and two in the right". The patient's medical history included nickel sensitivity and body mass index normal. Previously administered products included for an unreported indication: depo-provera and mirena. Concurrent conditions included asthma. Concomitant products included buspirone for anxiety and depression as well as levonorgestrel (minipil), meclozine hydrochloride (meclizine hcl) and ondansetron (zofran). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) painful sex starting the same month of implantation") and rash macular ("red blotches on stomach , pelvic area and thighs"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal) "), menorrhagia ("menorrhagia / gushing blood durind periods, period starting ramdomly and fillling a super pad in a hour"), anxiety ("anxiety"), depression ("depression"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/severe pain and cramping at all the times"), urticaria ("hives"), pruritus ("itching"), abdominal pain ("abdominal pain"), the first episode of uterine cervical pain ("cervical pain"), fatigue ("fatigue exhausted all the time not able to stay awake"), alopecia ("hair loss / hair falling in clumps"), menstruation irregular ("period starting ramdomly"), vaginal infection ("vaginal infection") and nausea ("nausea"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain /gained over 50 pounds"). On (B)(6) 2013, the patient experienced tooth fracture ("teeth breaking"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 months 27 days after insertion of essure. On an unknown date, the patient experienced cyst ("cysts"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infections"), rash ("rashes"), dental caries ("dental problems :cavities"), pelvic pain ("pain severe pain even while resting.") And the second episode of uterine cervical pain ("pain in cervix"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, dyspareunia, cyst, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal mycotic infection, anxiety, depression, dental caries, allergy to metals, dysmenorrhoea, fatigue, weight increased, alopecia, menstruation irregular, vaginal infection, rash macular, nausea, tooth fracture and pelvic pain outcome was unknown, the rash, urticaria and pruritus had resolved and the abdominal pain and the last episode of uterine cervical pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, cyst, dental caries, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, menstruation irregular, nausea, pelvic pain, pruritus, rash, rash macular, tooth fracture, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight increased, the first episode of uterine cervical pain and the second episode of uterine cervical pain to be related to essure. The reporter commented: she had need for additional surgery. Current weight 178 lbs. Problem with implanting second coil and three coils were implanted total one in the left tube and two in the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received. Reporters information updated. Event :perforation of organs was updated to perforation fallopian tube .events:abnormal bleeding(vaginal, menorrhagia) , allergic or hypersensitivity reaction type: allergic reaction resulting in hives and itching , infection (bladder/ urinary tract/vaginal) type: uti and yeast infections , psychological or psychiatric problems condition: anxiety and depression , rashes or skin conditions type: rashes , dental problems nickel allergy dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse) , pain , perforation (fallopian tube(s) , fatigue , weight gain / loss specify which one: weight gain, hair loss were added. Outcome of events were updated. Historical drugs, concomitant drugs, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse") and cyst ("cyst"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, dyspareunia and cyst outcome was unknown. The reporter considered cyst, dyspareunia and perforation to be related to essure. The reporter commented: she had need for additional surgery. Incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.